Event description:
The volume and specific gravity displays on station 4 of the unit have the center lcd displays missing. The reporter had the caller press down on the display window and rub her thumb across it. This resolved the issue, so the unit is not being swapped out. No pt involvement.